Event description:
It was reported that following a pump replacement, the health care provider realized that something was wrong with the catheter. A dye study was performed the day prior to the date of this report, but no cerebrospinal fluid was able to be aspirated through the catheter access port. On the date of this report, the catheter was replaced, and no visible problems with the catheter were observed. The patient was doing well and did not have any symptoms. The drug in the pump was gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l41563, implanted: (B)(6) 1996, explanted: (B)(6) 2014, product type: catheter. (B)(4).